Event description:
It was reported that the patient had a six second pause in pacing while in the emergency room. No r-waves were present when programmed to 40 pulses per mintute. Bipolar sensing was set at 3 mv. Lead manipulation did not recreate noise. As oversensing was suspected, the lead was capped and replaced.

Manufacturer narrative:
Na